Event description:
An ophthalmologist reported that following a glaucoma filtration device implantation, the shunt was noted to be touching the iris. There was no harm and the device remains implanted in the patients eye. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There was no harm caused by this problem to the patient, and the shunt remains implanted in the patients eye. Because a sample was not returned, the root cause cannot be determined. Additional information has been requested. (B)(4).